Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Two photos were provide of the cartridge being held by an ungloved hand. Viscoelastic is observed in the cartridge. No damage is visible in the photos. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, after iol loading, during process in the capsule bag, a substance that may have been caused by solidification of ovd was found in the center of the back of the iol, and removed with forceps or phaco. (Shaped thin solid line like a scratch). The aspiration was proceeded on the back of the iol while proceeding with visco. (The cause of the substance is unknown.) Additional information was requested.